Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-00615. It was reported via medwatch form mw5149304 that additional information was received that the patient developed a large hematoma under the battery, and as a result the ipg did not stay in place and migrated. The ipg traveled under the patient's rib cage, causing the ribs to sub lux whenever the patient leaned back. Surgical intervention took place the system was explanted to address the issue.